Manufacturer narrative:
(B)(4) - hematoma occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch bjm010 mfg date: 08/01/2009, exp date: 07/31/2014. Batch bjz681 mfg date: 08/01/2009, exp date: 07/31/2014. Batch bkk569 mfg date: 09/01/2009, exp date: 07/31/2014. Batch bkm360 mfg date: 09/01/2009, exp date: 07/31/2014. Batch bl6145 mfg date: 10/01/2009, exp date: 07/31/2014. Batch bm6522 mfg date: 11/01/2009, exp date: 07/31/2014. Batch bjm010 mfg date: 08/01/2009, exp date: 07/31/2014. Batch ca6716 mfg date: 01/01/2010, exp date: 01/31/2015. Batch cbk047 mfg date: 02/01/2010, exp date: 01/31/2015. Batch cgm954 mfg date: 06/01/2010, exp date: 01/31/2015. Batch chm206 mfg date: 08/01/2010, exp date: 07/31/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a pt underwent a brain infarct procedure in (B)(6) 2010 and suture was used. The surgeon sutured the artificial dura mater (gore-tex), which was 10 x 10 cm in size, at the temporal and frontal region and also sutured under the skin. In the (B)(6) of 2010, an intracerebral hematoma was found by diagnostic imaging. The image indicated that the hematoma went through the brain ventricle into the extradural area. The cause could not be figured and a craniotomy was undergone. It was found that the suture had "melted" the whole circumference of the gore-tex, part of the gore-tex scooted down, and the spinal fluid leaked from the hollow of the dura mater and gore-tex. Additional information was requested.